Event description:
It was reported that the device had a service indication illuminated and a fault code logged in the memory indicating a critical failure. There was no report of patient involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb and determined the root cause of issue was the ic chip u8.